Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was unable to request a bolus. Reportedly, the customer was ultimately able to deliver a bolus. Customer declined troubleshooting with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.